Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/13/2014 with the following findings: the pump was unresponsive with the returned battery cap and a test battery cap and were unable to fully tighten, due to internal moisture contamination that was observed inside the battery compartment and on miscellaneous electrical components inside the pump when the case was removed. There was no audible tone, no vibration and a blank display. Battery compartment cracks were observed from the thread area to the case seal and below the grip and a leak test showed a leak at the battery compartment cracks. The keypad was observed to be torn at the ok button. Functionality testing of the keypad was prohibited due to the unresponsive state of the pump. The keypad cover was removed and the up, down and ok key contacts were observed to be inverted. There was evidence of contamination under all the key contacts.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was alleged that the battery compartment was cracked and there was evidence of moisture ingress in the compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.